Manufacturer narrative:
On 01/06/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/13/2016 software investigation completed. Findings are that the exam used for the case is not current. The scan was taken in may which is approximately 7 months prior to the case. In addition, the image indicate that the exam is not to protocol. Software is functioning as designed. Use error. On 01/19/2016 a medtronic representative, following-up at the site, reported the surgeon was working in the ethmoid and it was accurate to his satisfaction in that region. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon attempted unsuccessfully to trace the patient. Patient registration failed three times, next a 3 point tracer registration failed, as well. Pointmerge registration successfully registered the patient, however, the surgeon alleged a 2.5 millimeter inaccuracy. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 20 minutes. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the surgeon used a scan that was done outside the health system and from a different state. The medtronic representative talked with the surgeon about proper scanning protocol when ordering the scans. Imaging protocols provided with this device contain guidance and requirements to all scans taken for the cranial, dbs, spine, and ent applications for proper imaging.